Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected the noise was due to ra lead damage, however, no diagnostic imaging was performed. The device was reprogrammed to resolve the event. The patient was in stable condition;